Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The break handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system would not boot up. Also the brake handle was damaged. No patient injury was reported.